Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that since implant, the patient could never get the ins to keep a charge or work right. They had went back in and kept being told that there was a steep learning curve with the device. So now they wanted to have the device removed, and requested physician contact information to find a doctor to remove the device. It was noted that they also wanted it removed because they were needing to have mris. No symptoms were reported. Physician listings were sent to the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there were no circumstances that led to the issue. The patient said that by "it never working right" they meant that it would not charge efficiently. The patient would be charging it, wouldn't move, but the unit would stop charging. No further complications were reported.